Manufacturer narrative:
Product complaint # (B)(4). The manufacturing record evaluation was performed and identified a nonconformance,  which was raised to address the event reported. The necessary actions have been taken to address the issue. Summary supplement: one sealed box of product code v372h, lot phbbcjq0 were returned for analysis. During the visual inspection of the box, a legend of "not for human use" at the artwork of the product could be observed, resulting in inappropriate information at the cardboard. However, the samples at the inside were reviewed and all the information were according to the requirements of the finished goods product.

Manufacturer narrative:
(B)(4). Evaluation: one sealed box of product code (B)(4)., lot phbbcjq0 were returned for analysis. During visual inspection of the box, the printed legend of not for human use was observed. The manufacturing record evaluation was performed and identified nonconformance which was raised to address. The necessary actions will be taken and documented in the appropriate quality system according to the sample condition, the reported complaint was observed. The manufacturing record evaluation was performed and identified nonconformance nr- (B)(4). Which was raised to address the event reported. If any further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that product was not used on patient. The product is labeled 'not for human use'. No adverse patient consequences.